Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 2nd march, 2020 getinge became aware of an issue with one of surgical light - powerled. As it was stated, the seal from headlight of surgical light powerled was missing. Taking under consideration collected up to date information we decided to report this case based on potential as gasket could fall off and might cause contamination or serious injury. It was established that when the event occurred, the headlight did not meet its specification due to the issue with the seal¿s detachment, and in that way it contributed to the event. It is unknown if the device was being used for the patient treatment at the time when the event occurred. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause wasn¿t possible to be established due to lack of information, despite our best efforts. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical light - powerled. As it was stated, the seal from lighthead of surgical light powerled was missing. Taking under consideration collected up to date information we decided to report this case based on potential as gasket could fall off and might cause contamination or serious injury. Manufacturer's reference number: (B)(4).